Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open lobectomy procedure, the device was used on the lung parenchyma at the 1st firing. The staples of the resected side were unformed. As the staples of the patient's side were b-formed shape, repair was not required. The target tissue was not so thick. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.